Event description:
It was reported that during a procedure in the leg in which angiojet device was used, the guide wire separated in the middle of the shaft. A snare device was used to retrieve the distal segment of the guide wire. The guide wire was reported to have a second separation by the time it was removed from the pt. All segments of the guide wire were retrieved from the anatomy.